Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the blower isn't running. The customer reported no patient involvement.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 08may2018. Philip's technical services advised the customer to return the blower for a no cost replacement. Reportedly, the unit was removed from service, however no parts were returned for philips for evaluation. A root cause could not be established.